Manufacturer narrative:
This report is submitted on july 11, 2023.

Event description:
Per the clniic, the device was explanted on (B)(6) 2023, due to loss of connection to the internal device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 26, 2023. Device analysis indicated device failure.